Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they stopped using their stimulator because it was making their feet and stuff tingle and the issue began a couple years ago. Patient stated they were in the hospital and needed an MRI. During the call patient's controller was at 40% and their implant was at 30%. Patient charged the controller. Agent also reviewed menu > MRI mode. Agent called back and controller was at 90%. Patient was able to charge the implant at excellent. Additional information was received from the patient (pt). It was reported that nerve damage was the cause of the feet tingle. Pt said they was to get the stimulator removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.